Event description:
Pulling the u-guide and rotated it upward broke off the deployment tube. Metal was not proud and no chance to damage soft tissue. Surgeon knows that he broke the device off. "1cm of tubing was broken off and left in the lateral condyle of the pt."